Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Action taken with dianeal therapy was not reported. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain, cloudy effluent, raised c-reactive protein, raised peritoneal dialysis white cell count, and vomiting. The patient was admitted to the hospital for these events. The patient was treated with vancomycin (2 grams, 5 times weekly, route not reported). The patient was discharged from hospital. Treatment for the peritonitis was ongoing. The patient was recovering at the time of this report.